Manufacturer narrative:
Device was used for treatment, not diagnosis. Lot number was obtained upon receipt of subject device. A device history record (DHR) review was performed for the subject device. The review revealed no complaint related anomalies. The DHR shows this lot of 3.5mm lc-dcp plates-9 holes, 116mm was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material DHR revealed this lot met all specifications with no non-conformances or rework noted. The subject device was received. The investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during a veterinary case that a procedure for a right mid-shaft comminuted transverse femoral fracture was performed on a (B)(6) patient on (B)(6) 2015 with a 3.5 mm locking compression- dynamic compression plate (lc-dcp), nine holes. It was determined that the plate broke and revision surgery would be needed on (B)(6) 2015. A leg amputation was performed on an unknown date. There was no harm to the patient or any report of any surgical delay. Device used in a veterinary case. No patient information will be reported. This is report 1 of 2 for complaint com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device used in a veterinary case. No patient information will be reported. Device used in a veterinary case. Device is a veterinary product. Device is similar to a device marketed for human use. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Plate was discovered broken on (B)(6) 2015; exact date plate broke is unknown. Device was not explanted; leg was amputated on an unknown date. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Once the patient was discharged from the hospital, there were complications of a limp and no weight bearing at all. Patient returned back to the hospital for a radiograph which showed the plate broken. Therefore, did not perform the revision surgery. Owner made the decision to amputate.

Manufacturer narrative:
Product investigation evaluation: one 3.5mm lc-dcp plate, 9 holes (part 223.59, lot 3954736) was received with the complaint that ¿a procedure for a right mid-shaft comminuted transverse femoral fracture was performed on (B)(6) 2015 on a neutered male canine with a 3.5mm lc-dcp plate, 9 holes. It was determined that the plate broke and revision surgery would be needed on (B)(6) 2015.¿ upon receipt of this device, it was seen that the plate fractured transversely across the sixth hole distal to the patient. Given the returned device and the x-rays, this complaint condition is confirmed. The drawings for this family of plates were reviewed and found to be adequate for the intended use of this device. Given the species, it is most plausible that the patient was noncompliant. The design of this device is adequate for its intended use. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.